Event description:
Initial info was received from a physician's assistant, who is also the pt, on 13-oct-2009: a male pt was injected with poly-l-lactic acid (sculptra, lot# and expiration date not provided). He reported that his physician was reusing needles on his face after he had already used the needle in another section of his face. His physician also reconstituted the poly-l-lactic acid a week ago, and the pt did not think the poly-l-lactic acid should sit that long. He reported that he developed one little nodule under his right eye. No further relevant info was reported.